Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the insertion of the stent graft without the use of an introducer sheath on the ipsilateral side, the physician was unable to orient the stent graft to the correct location. At this time, it was noticed that the device would not orient anatomically. The physician was unable to cannulate the iliac limb despite multiple trouble-shooting techniques including coming down from the left brachial approach. The physician elected to convert the pt to an aorto-uni-iliac graft with fem-fem bypass. It was reported that the pt's arteries were severely tortuous which may have contributed to the inability to cannulate the iliac limb. There were no endoleaks demonstrated on the final angiogram. The outcome of the procedure was good and the pt is reported to be fine.